Event description:
Rptr claims false and misleading advertising by MFR. "The oral/nasal directional stylette is designed to be used in the size range 6.5-8fr." The stylette does not fit tubes these sizes. "We guarantee that our stylet will enable you to place every ett in the trachea upon first insertion." There are no supporting studies for this statement. "It is currently the world's only disposable stylet designed to safely and easily facilitate a nasal intubation." There are no supporting studies to show this. The statement is false and misleading since studies reported in the literature show use of the inflatable introducer to be statistically significantly to be the safest (least traumatic) and easiest (fastest) means of facilitating a nasal intubation. Contrary to claims that the stylette is "safer", protrude through the tube tip and produces trauma.